Manufacturer narrative:
Failure of bone grafts to osseointegrate is an inherent risk of the procedure, although uncommon. Other variables beyond product not performing to specifications to consider in a differential diagnosis would be patient health and social history (which appear to be unremarkable), site preparation trauma (heat or pressure) resulting in necrosis or scarring and fibrosis, insufficient primary stability (secondary to bone quality and/or excessive preparation of the osteotomy) of the implant resulting in micro or macro movement and subsequent fibrous integration, individual grafting techniques, and post-operative complication (e.g infection). From the information provided, it is not possible to definitively determine if the implant graft, technique, patient compliance, etc. Was the etiology of failure. While it can be presumed that the bone graft was integrating, the healing time was likely not long enough to ensure complete integration and a second surgery was required to remove and/or replace the implant and graft. The implant loss will be reported via asr, as appropriate. The device was not returned for evaluation, and the lot number is not known for retained-product testing and/or DHR review.

Event description:
In this event pepgan p-15 putty was used approximately four months prior to implant placement in the left posterior mandible. During implant placement surgery, the bone quality is noted as type ii and the patient's oral hygiene as fair. The osteotomy was prepared via drilling and healing was transgingival for a one-stage treatment approach. The implant did not osseointegrate and had signs of mobility upon explantation one month post-placement. It is not clear if the graft was integrating with the surrounding vital bone or if it also failed with the implant. Though four months is considered a short healing time for bone grafts, it is presumed that the graft was integrating as the doctor proceeded with drilling an osteotomy and placing an implant. The shorter healing time along with potential load (secondary to transgingival healing) may be of significance as an etiological factor for the implant failure.